Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2022 and mesh was implanted. On (B)(6) 2022, the patient experienced subperitoneal hematoma of the retzius space lateralized to the right without signs of collection or abscess which required in-patient hospitalization or prolongation of existing hospitalization and unspecified drug therapy. The patient was discharged on 2022. As of (B)(6) 2022, the patient has recovered/resolved without sequelae. The event was reported as not related to the study device, but a probable relationship with the index study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: the following information was received: adverse event term: post void residue. Start date: (B)(6) 2022. Relationship to study device: probable. Relationship to primary study procedure: probable. Non-surgical procedure, therapy, or intervention: yes; urinary self-catheterization outcome: not recovered/not resolved. Adverse event term: urgenturia. Start date: (B)(6) 2022. Relationship to study device: possible. Relationship to primary study procedure: probable. Non-surgical procedure, therapy, or intervention: yes; urodynamic test and cystoscopy and perineal ultrasound and self urinary catheterization. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: adverse event term: removal pubo-urétral sling. Start date: 02 jan 2023. Severity: severe. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: 02 jan 2023. Discharge date: blank. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes. Relationship to study device: blank. Relationship to primary study procedure: blank. Surgical procedure, therapy, or intervention: yes. Specify: said to removal pubo-uretral sling failure. Outcome: not recovered/not resolved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Relationship of the removal pubo-urétral sling with the study device? Relationship of the removal pubo-urétral sling with the study procedure? Please provide the reason for sling removal. Describe the surgical intervention performed including dates and findings. Were any deficiencies or anomalies noted with mesh device? Patient¿s current status?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: relationship of the removal pubo-urétral sling with the study device? - no. Relationship of the removal pubo-urétral sling with the study procedure? - maybe. Please provide the reason for sling removal. - urgency and bladder emptying disorders.¿ describe the surgical intervention performed including dates and findings. Were any deficiencies or anomalies noted with mesh device? - surgery postponed on (B)(6) 2023. Patient¿s current status? - surgery postponed on (B)(6) 2023.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: removal pubo-urétral sling. Updated: relationship to study device : blank => not related. Relationship to primary study procedure : blank => possible. Discharge date : blank => (B)(6) 2023. Is the adverse event serious? (If yes, check all that apply) : blank => yes. New adverse event term: resection of the pubourethral tape. Start date: (B)(6) 2023. End date: (B)(6) 2023. Severity: severe. Admission date: (B)(6) 2023. Discharge date: (B)(6) 2023. Relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship. Surgical procedure, therapy, or intervention: yes. Specify: resection of the pubouretral tape. Outcome: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Update received: adverse event term: resection of the pubourethral tape: uretral hyperactivity start date: 22 feb 2023 end date: 22 feb 2023 severity: severe required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6)2023 discharge date: (B)(6)2023 relationship to study device: causal relationship if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Yes relationship to primary study procedure: causal relationship surgical procedure, therapy, or intervention: yes specify: resection of the pubourethral tape outcome: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: resection of the pubourethral tape. Start date: (B)(6) 2023 updated: required in-patient hospitalization or prolongation of existing hospitalization: yes is the adverse event serious? Yes (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: adverse event term of removal pubo-urétral sling has been inactivated.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender female. The diagnosis and indication for the index surgical procedure? Stress urinary incontinence. Were any concomitant procedures performed? None. What symptoms did the patient experience following the index surgical procedure? Onset date? Pelvic pain and hyperthermia (B)(6)2022 other relevant patient history/concomitant medications? Medical history: 'hypertension' start date 2021 ongoing. 'Migraine with aura' start date 2019 ongoing. 'Ischemic stroke' start date 2011 end date 2011. Surgical history: gastroesophageal reflux 2010. Tubal ligation with clips 2017. Bilateral carpal tunnel unk left (B)(6)2021 right (B)(6)2019. Total hysterectomy (B)(6)2022. Please describe any medical or surgical intervention performed for the hematoma including medication name, procedure dates and results. To scann abdomino plevic and drugs cf crf. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Waiting for an email response from the surgeon. What is the patient's current status? The patient is well. Product code and lot number? Tvtrl lot 3939894. Country of event? France.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: uretral hyperactivity. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form: blank: no. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: subperitoneal haematoma of the retzius space lateralized to the right without signs of collection or abscess: subperitoneal haematoma lateralized to the right.